Manufacturer narrative:
Calibration and control data were acceptable. A general reagent issue can be excluded since calibration and control data are within expectations. The investigation determined the instrument software had not been updated with a software version released in (B)(6) 2019 (version 06-03) and is using an older version. The missing software update can lead to the observed issue.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an hcg stat value of > 10000 iu/l with a data flag. The sample was diluted 1:100 and repeated 3 times, resulting in hcg stat values of 8900 iu/l, 8600 iu/l, and 8800 iu/l. The sample was diluted 1:50 and repeated, resulting in an hcg stat value of 11315 iu/l. The sample was diluted 1:2 and repeated, resulting in an hcg stat value of 11232 iu/l.